Event description:
It was reported that during a low anterior resection procedure, the dr. Reported that after firing the device and opening it and removing it, he found that the staples in the tissue were unformed and there was a tear in the rectal cuff. After removing all of the unformed staples, he repaired the tissues with sutures and redid the anastomosis with a tyco/us surgical stapler. Due to the trauma to the tissue, he felt it necessary to perform a illeostomy to prevent possible further complications to the patient's condition. Additional surgical procedure was necessary.